Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the biomed was checking the v60 vent prior to be used on a patient. When the unit was powered on, it became inoperative. Machine and proximal pressure sensors failed alarmed occurred. The unit was restarted but the problem persisted. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician confirmed the reported issue. Review of the device diagnostic history log found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable to address the issue. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.